Manufacturer narrative:
The t:slim g4 user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer then delivered another food bolus prior to confirming initial bolus in pump history. Subsequently, customer experienced a low blood glucose (bg) level of 54 (mg/dl) and consumed glucose tablets to address bg levels. During troubleshooting with tandem technical support, customer was reminded how to confirm a bolus in the pump bolus history. Customer later reported that bg levels returned to their normal range.